Event description:
It was reported that the right ventricular lead exhibited oversensing. The lead was capped and replaced successfully on (B)(6) 2017. The patient was stable prior during and after the procedure.